Event description:
Complainant alleged that while attempting to defibrillate a male pt, with oxygen in use at the time, a spark caused a small fire. Complainant indicated that the pt sustained second degree burns to the chest.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.